Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap was flush. The customer blood glucose at the time of incident was 22.0 mmol/litre and current blood glucose level was 16.0 mmol/litre. The customer also report the symptoms for high blood glucose level were nausea and diabetic ketoacidosis. The customer was treated with manual injection. The insulin pump will be return for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Drive support cap was inspected and no anomaly was noted.